Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device displaying an e6 error code indicating handpiece overheat warning, impending handpiece shutdown, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear.

Event description:
It was reported that during service and evaluation, it was determined that the motor device displayed an e6 error code indicating handpiece overheat warning, impending handpiece shutdown. It was determined that the device had a cord damage, a damaged flex circuit, was loose, and the breaded stainless steel wire tether was damaged/came off. It was further determined that the device failed pretest for visual assessments, loctite assessment, cable assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body and no short circuit between sensor gnd and connector body. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device stopped working. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2025. All available information has been disclosed.